Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer's blood glucose level. The customer was provided with complete pump reset information by technical support and successfully performed the pump reset, resolving the issue as the pump did not display the error code again. The customer successfully started their sensor session.